Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/22/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the upper buttock on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with itching, rash, redness, and drainage, extended beyond the patch perimeter, which occurred the same day the sensor had been inserted in the upper buttocks. The parent stated that after the sensor was inserted, the patient experienced an allergic reaction. Photos of the skin reaction in the complaint record were reviewed. The pictures show the sensor inserted in the upper buttocks and a rash with some edema that had spread to the front of the left leg. The picture taken from the back shows that rash, again with some edema, spread to the back part of the knee of both the left and the right leg. The skin reaction was treated with a prescription of a topical renovalm cream. At the time of the report, the patient was okay. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.